Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation.

Event description:
It was reported that the 9600 system had no image displayed. No pt injury was reported.